Manufacturer narrative:
Date of event: (B) (6) 2005 the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B) (4). "Product unavailable for analysis."

Event description:
(B) (4) peripheral cutting balloon registry. It was reported in (B) (6) 2005 the patient was treated with a peripheral cutting balloon. One lesion was in the avf. The lesion was moderately tortuous, no calcification, and restenotic post pta. Lesion morphology was tight concentric stenosis. The lesion was 5mm in diameter and 30mm long with 90% stenosis before treatment. After treatment, stenosis was reported as 0%. In (B) (6) 2005, the target lesion was reported to remain patent since the procedure. However, there was a comment of ¿re pta 4 m after pcb¿ at this visit. An adverse event was reported as ¿repta¿. Conventional angioplasty of the target lesion (with angiographic stenosis noted) was performed in (B) (6) 2005.